Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight and the system controller serial number; however this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller display screen lit up but the pump parameters were not visible. When the system monitor was connected to the system controller, the data would also not transfer. The ventricular assist device (vad) coordinator performed a self-test of the system controller, but no obvious issues were found. The vad coordinator then tried connecting the patient to a different patient cable, but the issue persisted. It was recommended that the patient's system controller be exchanged in order to resolve the issue; however the vad team decided to wait to exchange the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump parameters are not visible on the controller¿s display screen was not able to be determined. The system controller was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the controller was not returned for analysis. The system controller serial number was not provided. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.